Manufacturer narrative:
(B)(4). Incomplete/interrupted firing cycle. The analysis found that one ec60a device was returned with the shrouds opened, the clamping mechanism damaged and a reload present. The reload was received partially fired. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the internal components and the yoke was noted to be broken. While no conclusion could be reached as to how the shrouds and the yoke became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass revision procedure, when the surgeon fired the stapler for the third firing with a green reload, the stapler jammed and would not fire. They removed the stapler and tried to cut the remnant out of the area they were working in. The surgeon noticed a clip previously placed and concealed in the tissue which may have caused the issue. They completed the procedure with a new like device. There was no patient consequence reported.